Event description:
Patient receiving morphine 100mg/100ml ns drip at 5ml/hr -hospira brand morphine sulfate 25mg/ml 4 ml single dose add-vantage vial in 100ml hospira ns advantage bag-. At some point infusion pump rate was changed in error to 100 ml/hr. Patient received approximately 40 ml out of a 100 ml bag. Patient became unresponsive. Morphine was stopped and a rapid response code was called. Naloxone 0.4 mg was given with no response by the patient. After 5 min, a second dose of naloxone 0.4 mg was given and the patient then became alert and oriented x 3. Dose or amount: 100mg/100 ml; frequency: 5 ml/hr; route: IV drip. Dates of use: 2008. Diagnosis or reason for use: pain from mssa septic bursitis right knee. Event abated after use: no. Event reappeared after reintroduction: no.